Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarms noted. The pump had an intermittent button response due to corroded keypad traces. There were no numbers scrolling up noted. The pump had broken battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked case at the display window corner, and a minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 122 mg/dl at the time of the incident. Customer was entering her blood glucose and the number kept scrolling from 0-500 around and around. Customer stated that she could not stop it because the keypad was not working. Customer mentioned that she is active and is outdoors a lot. Customer reported that she may have hit or dropped the pump. Customer also noticed that a piece of the battery compartment was chipped off where the battery cap is screwed in. Customer just noticed the damage today. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.